Manufacturer narrative:
The device subject of the reported event was not returned to steris for evaluation. Without the returned device, the cause of the reported event cannot be determined. The quick catch in-line suction polyp trap instructions for use states, "prior to clinical use, inspect and familiarize yourself with the device. If there is evidence of damage (i.e. Deformed, cracked, kinked tubing, damaged packaging), do not use this product and contact your local product specialist." The DHR for the lot subject of the event was reviewed and confirmed the device was manufactured to specifications; no abnormalities were noted. A complaint review confirmed this to be an isolated event for the subject lot. No additional issues have been reported.

Event description:
The user facility reported via medwatch mw5177901 that the inline suction component was missing from their quick catch in-line suction polyp trap. As a result, the polyp could not be retrieved. No report of injury.